Event description:
The customer reported that the subject device displayed an abnormal image. The issue occurred during reprocessing. There was no patient or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service observed a blurry image. This report is being submitted for the malfunction found during the device evaluation (blurred image).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported image issue and found the image abnormality (blurry image) was due to probe unit failure. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service observed error code e204, and found it was due to failure of the charge coupled device (ccd). The image guide protector was damaged. The switch box was dirty. The suction cylinder was shaved. The universal cord had a scratch. The endoscope connector plug unit had corrosion. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.